Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distorted image, cracks on the side of the video connector, and loose light guide adapter, dents on the distal edge, and distal fiber breakage were also found. Based on the investigation's results, the following likely led to the malfunction: the most probable cause of the complaint was due to a broken meniscus. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rigid video scope's lens was broken. The issue was found during preparation for use before an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope's lens was broken. The issue was found during preparation for use before an unspecified diagnostic procedure. There were no reports of patient harm.